Event description:
It was reported "display / screen". The lvp 8100 has a dim light section, please replace the rear case as well. There was no patient involvement.

Manufacturer narrative:
Additional information added to a1, g4, h3, h6, h10. A review of the complaint history record was performed for the 15106233 which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 01/04/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for 15106233 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced dim u4 on display board. Replaced rear case assembly, lvp keypad recall completed not affected. A review of the device history record showed the device had a manufacture date of 01/04/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the display board there are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Dim u4 display segments / 1143616 , keypad ca-2015-0209. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported "display / screen". The lvp 8100 has a dim light section, please replace the rear case as well. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported "display / screen". The lvp 8100 has a dim light section, please replace the rear case as well. There was no patient involvement.